Event description:
A patient passed away at her home on (B)(6) 2013 due to a lifelong seizure disorder. No additional relevant information has been received to date.

Event description:
The funeral home at which the patient's services were performed indicated that the patient passed away from natural causes due to cardiorespiratory arrest. The patient's device was buried with the patient and was not explanted. No additional relevant information has been received to date.